Manufacturer narrative:
Correction, h1 to n/a. Arthrex previously submitted this event as a reportable malfunction out of an abundance of caution. Upon further review and evaluation of associated risk documentation, it has been determined that this event does not meet the criteria of a reportable event under 21 cfr 803.

Event description:
On 03/11/2024, it was reported by a facility representative via (B)(4) that an ar-8330h shaver handpiece's lever piece fell off. This was discovered during a procedure with no patient harm. The case was completed with another device.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.